Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter ac t diff analyzer was leaking from an unknown source after performing a start up cycle. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer advised the customer to assess whether the waste line had become pinched. Customer reported that the waste line was pinched. Customer reported they straightened the hose. Customer reported that there was no further evidence of leaking after the hose was straightened.